Event description:
It was reported that the caller did not observe insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The caller had overfilled the cartridge, and tandem technical support instructed them on the proper procedure, including disconnecting the tubing at the t: lock and refilling it. Guiding through troubleshooting, a third cartridge was successfully loaded, and a request was made for a new pump for the customer.